Event description:
Patient reports presenting for a local ulceration. The surgeon reportedly cleaned and reclosed the ulcerated site. The patient subsequently developed an additional ulcer. The site was excised and reclosed. This event occurred three times between 2005 and 2006. This report represents the first of three events.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of seven medwatch reports being submitted as seven separate devices/events were reported. See 2210968-2007-00002, 2210968-2007-00114, 2210968-2007-00115, 2210968-2007-00116, 2210968-2007-00117, 2210968-2007-00118, and 2110968-2007-00119 for the other medwatch reports. The same patient is represented in each medwatch.